Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the catheter broke during preparation for the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the catheter proximal shaft appeared to be kinked first then separated at approximately 2.0cm from its proximal end. No other anomalies were observed. Functional testing could not be performed due to the damaged condition of the returned device. Information available indicated that the there was no damage was noted to the packaging, no anomalies were observed on the device prior to use, it was prepared per the dfu instructions, the dispenser hoop was flushed prior to the removal of the device from it and the proximal section of the catheter broke while it was removed from the plastic clip on the packaging. It is it is possible that the reported catheter break was due to device handling through force and review of further information confirmed that the break occurred outside patient during preparation for the procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the catheter broke during preparation for the procedure. There were no reported clinical consequences to the patient.